Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ syringe had printed scale marking irregularity or defects. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin syringe had printed scale marking irregularity or defects. No serious injury or medical intervention was reported.

Manufacturer narrative:
An additional lot number was returned for evaluation under this complaint. Medical device lot #: 8043569. Medical device expiration date: 02/28/2023. Device manufacture date: 02/12/2018. Customer returned (60) 3/10cc, 8mm, 31g walgreens syringes (10 in an open poly bag, 50 in sealed poly bags) with the shelf carton from lot # 8043569. No samples from lot # 7275583 were returned by the customer. Customer states that the syringe on the left, the top line is higher on the barrel than the top line on the syringe on the right. Thirty out of 60 returned syringes were tested (all 10 from the open poly bag, 20 from the sealed poly bags) using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 7275583. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200720192] noted for ink smears. There were three (3) notifications [200721187, 200720764, 200720769] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 8043569 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200741457] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 7275583. This is the 1st related complaint for scale misaligned on lot # 8043569. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.